Event description:
It was reported that the customer experienced high blood glucose levels. The customer's most recent blood glucose was 42 mg/dl. The customer expressed nausea, excessive thirst, urination, fatigue and vomiting as symptoms of her high blood glucose. The customer treated herself with manual injections. The customer further stated that the drive support cap of the insulin pump was flush. Troubleshooting was not fully completed due to the drive support cap issue. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.